Event description:
It was reported that a jinro pigtail nephrostomy catheter was used for antegrade pyelography during a percutaneous nephrostomy with percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2024. During the patient's hospitalization, the catheter became dislodged without causing any serious adverse events. No further intervention was necessary, and the catheter was removed on (B)(6) 2024. Per physician's assessment, the event was not related to the device.

Manufacturer narrative:
Block a2: the patient was reported to be between 61-70 years old. Block b3: the event date was approximated based on the procedure date. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a051201 captures the reportable event of catheter dislodgement.